Manufacturer narrative:
It was reported to philips that the device shows "please connect the electric shock lead." Based on the information available and the testing conducted found the cause of the reported problem was due to operator error. Upon conclusion of the evaluation, it was determined that the operator accidently selected the wrong device setting. In the correct settings the device passed all testing. The device was put back into service. It was concluded that no further action is required at this time.

Event description:
It was reported to philips that the heartstart mrx monitor/defib shows a "please connect the electric shock lead" error message. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.